Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Hybrid analysis found the device passed the ventricle hold cap leakage test three times in returned product mode. The device also functioned nominally at the bench, including nominal system current drain. Additional specific bench testing further showed the ventricle hold capacitor was nominal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician heard some clicks when tightening the set screw but upon removal of the wrench, the set screw came out too. The ipg was not implanted and a replacement was implanted. No patient complications have been reported as a result of this event.